Event description:
The manufacturer received information alleging assistance is required on a return after repair situation on a trilogy evo device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was unable to be connected to the program and the error log could not be retrieved. The technician replaced the system printed circuit assembly (pca) board to address the issue. The error logs could be retrieved after the replacement. A ventilator inoperative error code was found in the device's error log relating to therapy held in bm. The technician states that the system printed circuit assembly (pca) board that was already replaced, will also resolve this issue. A ventilator service required error code was also found relating to an internal battery failure. The technician replaced the internal battery to resolve the issue. Additionally, a ventilator service required reminder error code was found in the device's error log as well as a low priority alarm relating to the detachable battery failed. The detachable battery was replaced to resolve the issue. No further investigation is required. The unit was tested with the new batteries and no other errors appears. The air inlet foam filter and particulate filter were replaced due to preventative maintenance. The device passed final testing. No further investigation is required.